Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2023 due to patella pain. During the revision surgery, the surgeon revised the distal femur axial pin, poly spacer, and non-onkos tibial hinge component. The surgeon wanted to lower the patient's joint line, therefore, they revised the 20mm tibial poly spacer to an 8mm tibial poly spacer. There were no alleged malfunctions of the distal femur axial pin and non-onkos tibial hinge component. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
It was reported that the patient underwent a revision surgery on (B)(6) 2023 due to patella pain. During the revision surgery, the surgeon revised the distal femur axial pin, poly spacer, and non-onkos tibial hinge component. The surgeon wanted to lower the patient's joint line, therefore, they revised the 20mm tibial poly spacer to an 8mm tibial poly spacer. There were no alleged malfunctions of the distal femur axial pin and non-onkos tibial hinge component.the following implants remain implanted from the patient's original surgery: distal femur, biogrip ha collar, collar locking ring, segmental stem, tibial baseplate, and stem extension. The root cause of the patella pain could not be determined conclusively. Patella pain could be caused by patient's patella lying lower than intended, which can cause pain and restricted range of motion. The cause of this condition could have been due to multiple factors- insufficient alignmentplacement of the patella intra-operatively, improper selection or positioning of components intra-operatively, post-operative trauma, etc. The cause of patella pain could have been due to multiple factors - joint damage, osteoarthritis, injury, infection, etc. The device history record and sterilization batch record for the lots involved in this complaint were reviewed, and no issues were identified related to the design, manufacturing and/or sterilization of the device.